Manufacturer narrative:
The insulin pump was received with critical pump error due to moisture damage on the electronic assembly. Unable to perform the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to critical pump error (open book). (B)(4).

Event description:
Information received by medtronic indicated that o-ring inside the lip of the reservoir compartment was missing. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.